Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) is with the patient in the clinic, trying to charge their ins, as it has been awhile since it was charged. Rep states in the past (about a few months ago), they met with the patient at least once to perform a physician recharge, so they think this most recent overdischarge may have made the battery go to eos. When trying to connect, the programmer shows poor communication screen. The insr shows a "question mark and communicator". Advised rep to start a physician recharge session and the rep states it blinks with the 60 minute timer and then goes to a reposition antenna screen. Rep states they are unsure when this most recent overdischarge began. Advised rep they could try with another recharger, however if this does not resolve the issue, the patient may need to meet with their physician.